Event description:
Reporter indicated a vns pt was not experiencing efficacy as much as the "severe side effects" and would like to have the device explanted. Reporter indicated the side effects "often lead to multiple hospitalizations". Good faith attempts to obtain additional information are being made, but have been unsuccessful to date.